Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed transmitter functional test and device passed all relevant tests. Performed share log review and no data found. The reported event of a loss of connection was undetermined. The complaint is not confirmed because the transmitter passed all testing.. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.